Manufacturer narrative:
(B)(4)

Event description:
On 2016-11-07, patient (pt) reported he/she was diagnosed with a corneal ulcer os while wearing acuvue oasys brand contact lenses. The pt reported the event occurred in 2012. The pt reported he/she wore the acuvue oasys brand contact lenses for a few months before he/she started experiencing symptoms. The pt reported eyes would start to burn; he/she would experience ocular discomfort, foreign body sensation, and eye pain. The pt reported he/she would wear glasses. The pt reported one morning he/she could not open os eye due to swelling and went to an eye care provider (ecp). The pt reported the ecp diagnosed with a corneal ulcer os. The pt reported he/she was given a cream and several eye drops but he/she did not have the name or frequency of the medications prescribed. The pt reported the corneal ulcer was not centrally located and vision is fine now. The pt reported he/she was also diagnosed with keratitis. The pt reported he/she thinks he/she still has "keratitis" since the initial diagnosis in 2012. Pt has not been diagnosed by an ecp and is not currently being treated by an ecp for it. The pt could not recall wear schedule at the time of the event, but stated he/she did not sleep in lenses. The pt reported he/she was refit in a daily lens and eyes are fine now. The pt stated he/she would be willing to sign a medical release form so additional information could be provided from the ecp. Multiple calls were made to the ecp for additional information regarding the pt's diagnosis and treatment. To date, additional information has not been received. This is being submitted as a worst case event. The pt reported he/she did not have the lot number and product is no longer available. No investigation can be done at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Date of visit: (B)(6) 2012. On-going evaluation: ¿corneal ulcer (clare), 1 day follow up ulcer os. Os still a little sore, but doing much better.¿ va 40+/20. Os: marginal corneal ulcer, infiltrates decreasing. Medications: vigamox q3h os, voltaren os 1x, polysporin os qhs. Date of visit: (B)(6) 2012: on-going evaluation: ¿follow up corneal ulcer os. Os is about the same since last exam. It is sensitive to the sun though.¿ va 20/25+. Os: superficial punctate keratits (spk), infiltrates os, slight excavation. Medications: vigamox q3h os, polysporin qhs os. Date of visit: (B)(6) 2012: on-going evaluation: ¿marginal corneal ulcer os follow up. Os doing good, not as much problem with light sensitivity.¿ va 20/20-2. Os: spk, slight depression. Medications: vigamox os qid, polysporin os, qhs. Discontinue vigamox and polysporin. Refit in acuvue 2. Date of visit: (B)(6) 2012: on-going evaluation: ¿marginal corneal ulcer os/refraction. Follow up as directed. Os starting to burn again. At first only when she woke up, but today was more ¿ even when going outside.¿ medications: polysporin os qhs. Os: scar, negative uptake. Va 20-2/30, +2.25, +3.00 sph. Marginal corneal ulcer resolved. Treatment: vigamox start if symptoms increase. No additional medical information was received. No additional medical information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.